Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) evaluated the involved unit at the reporter's facility. The fsr verified the reported issue and found that the map (mean airway pressure) meter was reading erratically. The faulty meter was replaced. The unit successfully passed the patient circuit calibration and the performance checks test.

Event description:
The customer reported that they are unable to set the desired map (mean airway pressure) on this 3100a high frequency oscillating ventilator. This occurred while being used on a patient. The customer stated that alternate ventilation was provided by changing the unit out to a known good unit and there was no patient injury or harm.